Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter had an "error 5" issue. The pt indicated that the alleged meter issue started on the same day, at 5:00 pm. The pt did not take any actions related to diabetes treatment as a result of the alleged issue. However, it is noted that the pt apparently ate food and/or drank a beverage around the same time the alleged issue began. At an unspecified time after the alleged issue started, the pt claimed that she developed symptoms of shakiness and sweating. The pt's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following info: the patient's testing frequency, her medication and diabetes management regimens, what time the symptoms developed, and what actions the pt took before and after the symptoms developed. The alleged issue was not resolved with troubleshooting. The pt described the reported test strips as being "cut crooked." The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is not clear as what time the symptoms developed in relation to when the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.